Event description:
It was reported that the pump battery could not be charged. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer delivered a correction bolus via the pump to address the bg. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.